Event description:
It was reported that before a ukr procedure the anspach foot pedal connector was smashed. It was used a plier to try to fix it but the inner housing was too damaged to plug the cord into the machine. The procedure was cancelled. Investigation result showed that the connector have been run over, possibly by a hospital bed; this is considered misuse/abuse.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events, this issue will continue to be monitored. The navio tka user's manual released at the time of the complaint provides detailed instructions for use of the anspach foot pedal the user's manual provides instruction on how to perform the drill test prior to using the anspach surgical drill and foot pedal. This is a test performed by admin users that will test speed control capabilities of the drill and will log information regarding successful completion or error encountered during the tests. The software will verify that the navio¿ handpiece, drill handpiece, and drill foot control connections are functional. When all components are connected, the system will go into speed control mode so that the user can operate the drill with the drill foot control. This failure is an identified failure mode within the risk file. We were able to confirm there was a relationship established between the reported event and the device. Visual inspection of the anspach foot pedal, with label (anspach foot control) confirmed the damaged connector. The connector was unable to be inserted into a system as a result of the damage; therefore, further testing could not be performed. The malfunction is likely due to user error (run over).